Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified baxter tubing sets would not flow. During unknown medication infusions (reported as potassium and ¿antibiotics¿) via the unknown primary baxter tubing set, the delivery was halted and the unspecified solution from a ¿piggyback¿ clearlink system secondary medication set had infused instead. There was no patient injury or medical intervention associated with this event. No additional information is available.